Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action (CAPA) has been initiated to reduce occurrences of the mbl bands not tight enough to function appropriately. The product said to be involved is included in the scope of the corrective actions. The customer stated the bands were deployed outside the patient. Based on the root cause investigation, benchtop deployment is not representative of in vivo use. The bands have optimum elastic properties at body temperature. They are designed to recover to their original size at body temperature. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a endoscopic variceal ligation, evl, the physician was preparing to use a cook 6 shooter saeed multi-band ligator. It was reported that the expiration date was near but the user assumed that the bands would still work. The user tested one of the bands before using on the patient and this didn't work at all. It did not contract at all. All the bands were then deployed and none of the 6 contracted. The packages are stored at room temperature inside the examination rooms. Other packaging with a longer shelf life was available and these straps [bands] were then used on the patient. Our attempts to collect additional information regarding patient outcome have thus far been unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.